Event description:
The patient reported that in (B)(6) 2013, he received multiple shocks for atrial fibrillation and was scheduled for a device upgrade. The device was explanted and replaced. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).